Manufacturer narrative:
Correction : weight, weight unit. Omit: a1407 - insufficient flow or under infusion (2182), b17 - device not returned, c20 - no findings available , d15 - cause not established. Additional information: device available for eval, returned to manufacturer on, device return to manuf ., device eval by manufacturer, if other specify, imdrf annex a, g, b, c, d codes & manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52 (f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd.

Event description:
It was reported that caffeine (cafcit) 9.4 mg in 0.47 ml, with volume to be infuse 0.47 ml contained in presumably 1ml bd syringe, did not infuse. It was noted that the syringe pump was running as if it was infusing. However, the full fluid volume remained in the syringe when pump alarmed that the infusion was complete. There was patient involvement but no patient injury.

Event description:
It was reported that caffeine (cafcit) 9.4 mg in 0.47 ml, with volume to be infuse 0.47 ml contained in presumably 1ml bd syringe, did not infuse. It was noted that the syringe pump was running as if it was infusing. However, the full fluid volume remained in the syringe when pump alarmed that the infusion was complete. There was patient involvement but no patient injury.

Manufacturer narrative:
Omit : g07001 - part/component/sub-assembly term not applicable. Additional information : imdrf annex g code.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that caffeine (cafcit) 9.4 mg in 0.47 ml, with volume to be infuse 0.47 ml contained in presumably 1 ml bd syringe, did not infuse. It was noted that the syringe pump was running as if it was infusing. However, the full fluid volume remained in the syringe when pump alarmed that the infusion was complete. There was patient involvement but no patient injury.